Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced ongoing elevated blood glucose (bg) levels ranging from 260 to 300 (mg/dl). The customer delivered a bolus via the pump. The customer reported that the personal profile settings required adjustment by the healthcare provider and this was believed to be the suspected cause. The customer delivered a bolus via the pump. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.